Manufacturer narrative:
There is no indication by the reporter that the device will be returned to the manufacturer for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient tore her anterior cruciate ligament (acl) while wearing the brace sometime in 2018. Further information has been requested but not provided.